Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark, preventing any confirmation of a power source alert in the pump history. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the tandem wall adapter into a known working outlet and wait for at least 30 consecutive minutes to see if the pump would begin charging, with plans for a follow-up.